Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an unspecified quantity of em2400 valve sets leaked. The event was further described as when pumping an sodium salts (sodium chloride, sodium phosphate, and sodium acetate) the solution appears "very murky, almost white, but when we draw it up in syringes, it is clear." "This has occurred on all our tpns, on both pumps, with all different patient formulas." Furthermore, during testing, "port 2" was observed to have a "slow leak while engaged." Port 2 had smoflipid, "thus a little bit of smoflipid (likely 1 ml or so) is leaking into every bag we pump." There was no patient involvement. No additional information is available.

Manufacturer narrative:
B5: upon follow up, it was reported through ¿investigation of pumping test bags and recording the fluid moving through the machine, it was determined that port 2 of 24 possessed a manufacturing error¿. ¿it was determined through filtration not to be a precipitate¿. ¿this was further confirmed under direct testing of each port of this lot by connecting a syringe with dye and trying to inject each port (only port 2 allowed dye into the line).¿ ¿depending on what different hospitals or organizations assign to port 2, this could be a potentially harmful error for patient (i.e. Potassium chloride, smoflipid with shellfish allergy, other).¿ f2: the user facility submitted medwatch mw5108510 for this event. H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. System level testing was performed using sterile water and 70 % dextrose with the em2400 exactamix main module and no leaking was observed from port 2. . The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.